Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced a blood clot after replacing maxzero. The following information was provided by the initial reporter: blood clot developed shortly after replacing maxzero nfc.

Event description:
It was reported that the bd maxzero¿ zero reflux IV connector experienced a blood clot after replacing maxzero. The following information was provided by the initial reporter: blood clot developed shortly after replacing maxzero nfc

Manufacturer narrative:
H.6. Investigation summary: the 3 pictures were taken by the customer verified the customer complaint that blood clot developed after replacing maxzero nfc. No product was returned for investigation. The root cause could not be determined because no product was returned. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.